Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the catheter extension during fill 1 of 4 of treatment. The extension broke away from the catheter when the patient sat down because the patient sat down in the chair very hard. Upon follow up it was confirmed that the patient was able to complete treatment on the cycler. Due to possible contamination, the patient was prescribed prophylactic antibiotics, ciprofloxacin (dosage not provided). Despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient had an appointment the next day (B)(6) 2023 to have the catheter replaced. The patient is continuing peritoneal dialysis therapy with no further issues. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).